Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2025-0004946 in your database."

Event description:
It was reported by customer that prior to use of cardiosave intra aortic balloon pump, there was a gas loss alarm displayed on the pump. There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.